Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush sp foreign matter noted. The following information was provided by the initial reporter: we have a posiflush sp syringe that was found to have a contaminant in it. It was reported by the clinical team and they have saved the syringe.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the patient codes were incorrectly reported. Updated annex e and f codes in the appropriate fields.

Manufacturer narrative:
A device history record review was completed for provided material number: 306575 and lot number: 4109669. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. A particle was found within the syringe saline solution and the particle was observed as blue and fuzzy with the appearance of lint. Fourier transform infrared (ftir) analysis was performed on the foreign material; however, the test results were not conclusive to identify an exact composition. It is possible that the foreign material resulted from the jumpsuits worn in the filling area, which are made of polyester containing carbon fibers and are recommended for iso 5 clean rooms which are stricter than our iso 7 or iso 8 rooms. It is also possible that the foreign material resulted from white wipes used to clean the filling room. These are single use wipes made of 100% polypropylene (no fibers are left) and are used in iso 4 or superior clean rooms. As per the product description, we think it is possible to discard this possible source. Moreover, when the cleaning process is performed, the equipment is cleared of product. The manufacturing site has several points to avoid contamination of the saline solution. Within the filling area, the barrels are air washed so no particles are left inside, and stoppers are washed prior to filling with saline solution. Hepa filters are used in the fill room ceiling. All syringes are inspected for particulate in the saline solution and embedded particles. The inspection machine detects particles of polypropylene and rubber of 200-400 micrometers and 800-1000 micrometers in size. It also detects fibers of 3x5mm. Visual inspections are performed from filling to packaging. Based on the investigation results, there is not enough information to determine the exact nature of the particle and therefore the source of the contamination. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Response received on 30/aug/2024: in answer to your question which I believe should read: ¿was the contaminant observed prior to clinical use/patient connection¿ to which my answer is no, it was observed during use.